Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 3 ml syringe luer-lok¿ tip had a cracked syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One (1) photo was returned for investigation and observed cracked line on the syringe barrel. Two (2) samples without packaging was returned for investigation and subjected to visual inspection. One (1) actual sample was observed that the syringe barrel is bow and crack line. The sample was subjected to barrel bow measurement and failed the specification. 2nd sample was 5ml syringe product which is not belong to reported batch and no crack line observed on syringe barrel.

Event description:
It was reported that bd 3 ml syringe luer-lok¿ tip had a cracked syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One photo was returned for investigation and observed cracked line on the syringe barrel. Two samples without packaging were returned for investigation and subjected to visual inspection. One actual sample was observed that the syringe is bent and there is a legible printing scale line on the barrel. The sample was subjected to barrel bow measurement and failed the specification. The 2nd sample was 5ml syringe product which does not belong to reported batch and no crack line observed on syringe barrel. DHR for batch# 7330187 was reviewed and showed no abnormality or quality notification raised for the batch during production. Probable cause for this non-conformance happened at the assembly machine when there is product jammed at the needle assembly dial and hence caused the subsequent syringe to rub against the tooling and jammed product which caused syringe barrel bow and crack line on the barrel body. Manufacturing installed a limit switch at the assembly machine to detect parts jammed and trigger the machine to stop. The complaint batch was produced before this action was taken.

Event description:
It was reported that bd 3 ml syringe luer-lok tip had a cracked syringe. There was no report of exposure, serious injury or medical intervention.